Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the gap between acoustic lens and ultrasonic probe is due to stress. The following information is stated in the instructions for use (IFU): ¿do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and upon inspection, it was observed that there was a gap between the acoustic lens and ultrasound probe. The cause of this finding was not determined however, the likely cause is from wear damage and user mishandling over time. It was further observed that scope body had a crack, and the bending section cover had a scratch. It was also observed that water tightness was lost because the guide pin of the electrical connector was missing and damaged. Lastly, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned a evis exera ii ultrasound gastrovideoscope to the service center for preventative maintenance. During a standard inspection and estimation of the returned device, it was observed that there was a gap between the acoustic lens and ultrasound probe, which is a reportable event. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.